Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/delivery test due to faulty back pressure sensor. The motor was tested outside the device and passed. Unit received with cracked case at display window corners. Unit received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm during bolus. Blood glucose level at the time of the incident was 585 mg/dl, which was treated with the insulin pump. Customer's mother did not recall any significant events leading up to the error alarm. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.